Event description:
It was reported that the system will not display a saved image from the hard drive or send to pacs. This rendered the system unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer upgrade kit and the software were installed during the service call. The system was tested, found to be working as intended and put back into service.